Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that technical services (ts) received a call from the hospital because the device was exhibiting intermittent loss of capture (loc) on the right ventricular (rv) lead. The patient presented to the hospital the night before with chest pain. Testing included isometrics, position changes and pocket manipulation, but the testing produced no noise, oversensing or impedance issues. Ts also saw undersensing occur after the field representative made programming changes the monday before, but noted that everything looked fine with device and rv lead, with nothing that would explain the loc. X-rays were taken, and everything looked fine. The physician contemplated replacing the rv lead and device, however the procedure had not yet occurred. The device and rv lead remain in service. No additional adverse patient effects were reported.